Manufacturer narrative:
This f/u report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 7, 2015. The complaint sample was not returned for evaluation. A retention sample from the same product code/lot combination as the affected sample was obtained for investigation. The sample was visually inspected and no anomalies were noted. A review of the device history record revealed no production related anomalies. The actual sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No abnormal sounds were detected to come from the device. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface; therefore, the complaint was confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that just prior to cardiopulmonary bypass the centrifugal pump squealed. The squealing noise began after priming was complete. No patient involvement as this occurred prior to cpb. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).